Manufacturer narrative:
The device was returned to the manufacturer. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The replication of collapsing phases was performed using the returned valve pvs-25/l and a demo accessory kit, in order to attempt to reproduce the reported event. No problems were encountered in the collapsing phase, and the replication has been completed with a good result. During the simulation of the valve deployment in silicon aortic roots #23 and #25, no problems were encountered during the ballooning phase: the sealing at the annulus level is guaranteed as visible in attached pictures; thus, the valve remained fixed within the annulus. Then, inserting some water in the aortic roots from the outflow side, no paravalvular leaks were observed during both the simulations. Considering the static conditions of the test, the water level remained stable under the leaflets free edge. Based on the performed analyses, it is possible to exclude the relationship between the reported issue and the returned device quality. Furthermore, form the document review performed; no manufacturing deficiencies were noted. Based on manufacturer experience, it cannot be ruled out that the pvl observed was associated with deformation of the stent at the level of the sealing collar potentially caused/induced by non-optimal decalcification but since limited information is available, this cannot ultimately be confirmed.

Event description:
On (B)(6) 2024, the surgery using perceval pvs25 was done with CABG and left atrial appendage closure as concomitant procedure. Reportedly, after de-clamped, the pvl was noted all around and the valve was explanted. Inspiris 23mm was implanted instead. The patient outcome was reported as good.

Manufacturer narrative:
The manufacturing and material records for the device and nitinol stent involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis and its component satisfied all required material, visual, and performance standards at the time of manufacture and release. A follow up report will be provided upon receipt of the device and/or any further information.